Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4), failed incoming testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, there was no communication. The cause of the test failure and lack of communication is shorted 5.9v components tva3 and tva4 on the auxiliary board. The cause of the shorted components is physical damage to the j2005 connector on the auxiliary board. The root cause of the physical damage cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged connector. The last pt to use this monitor did not report any deficiencies.